Manufacturer narrative:
Cardioquip is reporting this event after receiving notification that a report has been submitted through FDA's medsun program. Cardioquip is investigating this event and a follow-up report will be submitted upon completion.

Event description:
During a pm, a cardioquip technician identified that the internal tubing of the device was discolored and forwarded pictures to cardioquip for review. The cardioquip epidemiologist and direct of operations reviewed the pictures and recommended that an internal water pathway replacement be perfomed due to the discoloration.

Event description:
During a pm, a cardioquip technician identified that the internal tubing of the device was discolored and forwarded pictures to cardioquip for review. The cardioquip epidemiologist and direct of operations reviewed the pictures and recommended that an internal water pathway replacement be performed due to the discoloration.

Manufacturer narrative:
A cardioquip technician submitted photos of internal tubing to epidemiology for review during an onsite inspection. Due to the discoloration, epidemiology recommended that the device receive an internal water pathway replacement. Cardioquip received the device and performed an hpc test to gain a quantitative analysis of the water quality. The results came back outside of cardioquip's specifications for bacterial contamination. An internal water pathway replacement was performed on the device to return it to specification. Following the repair, the device passed inspection and is fully functional.